Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations or damage were determined permeability test: a permeability test has shown that the m.blue has a blockage while the pedi sprung reservoir and the peritoneal catheter are permeable. Computer controlled test: due to the blockage, no measurement could be made on the computer test bench. Adjustment test: during the adjustment test it was determined that the m.blue is adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found inside. Results: based on our investigation results, we can determine a clogging of the m.blue. The visible deposits in the valve have led to the functional impairment. Furthermore, based on our examination results, we cannot detect any functional deviations or other anomalies on the peritoneal catheter and pedi. Sprung reservoir. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m. Blue shunt system (#fx827t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system showed an under-drainage/blockage. The patient underwent a revision procedure performed on (B)(6) 2024. The complainant device has returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 73 years. Weight: 75 kgs. Height: 175 cm.